Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of poor image (image snowflake) was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: repeated angle adjustments have placed stress on the imaging cable, causing the internal imaging cable sheath to become electrically connected to the outer metal casing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope displayed a poor image. There were no reports of patient harm or involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: h4.

Event description:
No additional information received from the customer.